Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that their top right front tooth is going crooked and that they have a lot of air gaps. However, it does not fit any longer. Even with warm water and the chewy pieces. The patient stated that it did not fit, and it caused pain, they had to cut their gums trying to get these old aligners in their mouth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.